Event description:
Case description: since last submission the following has been corrected: due to technical issue within esubmitter of inability to select reporter country of (B)(6) the reporter country has been updated to (B)(6).

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas); novopen 4 was not functional; insulin was not coming out [device failure]; high levels of glycaemia [blood glucose increased]. Case description: this serious spontaneous case from (B)(6) was initially reported by a consumer as "novopen 4 was not functional; insulin was not coming out" and "high levels of glycaemia", both with unspecified onset dates and concerned a (B)(6) year-old female patient who was treated with novopen 4 (insulin delivery device) from (B)(6) 2015 and ongoing for type 1 diabetes mellitus. (B)(6). Medical history includes type 1 diabetes mellitus (duration: not reported). Prior to the event, about 3 years ago, the patient was using levemir flexpen and novorapid flexpen. The patient reported that during last few weeks from the time of reporting ((B)(4) 2015), glycaemia was not well controlled. In (B)(6) 2014, the patient's hba1c was 8.1 (units: not specified) and blood glucose was 10-12 mmol/l. Because of these lab values, therapy with levemir flexpen and novorapid flexpen was stopped on (B)(6) 2015. The patient was pregnant during the use of insulin (insulin products, pregnancy and pregnancy outcome are captured in a linked argus case (B)(4)). From (B)(6) 2015, the patient changed to insulatard penfill and actrapid penfill used with novopen 4. In the following few days, the patient noticed that her glycaemic levels were high. On (B)(6) 2015, at 8h in the morning, glycaemic level was 11.4 mmol/l. After lunch glycaemia was 9.3 mmol/l. On (B)(6) 2015, after lunch glycaemia was 13.1 mmol/l, the patient noticed that novopen 4 was not functional and not working correctly as insulin was not coming out of pen. The patient stated that cartridge holder did not detach from the pen body, but it seemed that the piston rod was not working. The patient could select dose of insulin, but insulin could not be delivered. The patient sometimes felt dizzy when glycaemia levels were high. She stated that no complications occurred, specific tests were not performed and no treatment of the event was applied. The doctor of the patient (endocrinologist) was contacted on (B)(6) 2015, and she confirmed that patient had higher values of glycaemia during last few weeks. She stated that her opinion is that it was not due to therapy that the patient was using, but it happened because of diabetes mellitus. On unknown date, the patient started using another novopen 4. During on follow-up with the patient on (B)(6) 2015, the patient reported that the glycaemic levels were normalised in the last few days. The values were around 6.9 mmol/l and 7.6 mmol/l. The patient reported that usually she applied insulin before meal and checked glycaemia levels about 2 hours after meal. When it happened, the patient did not eat for 7 - 8 hours until glycaemia levels were around 5mmol/l. In the follow up, the patient reported that she had lost her baby on (B)(6) 2015. She explained that on examination, it was diagnosed that the baby's heart stopped working, and after that an intervention was performed. She stated that it was the second time she had lost the baby. The patient stated that the therapy for diabetes mellitus was changed again after the pregnancy was terminated; therapy with actrapid and insulatard was discontinued and novorapid and levemir were introduced again (captured in linked argus case (B)(4).) Action taken to novopen 4 was discontinued. The outcome for the event "novopen 4 was not functional; insulin was not coming out" was not reported. The outcome for the event "high levels of glycaemia" was recovered. Investigation result: name: novopen 4 - batch dug1086: visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During test of the device it was not possible to detect any irregularities. This report is a combined initial and final report. (B)(6). Final manufacturer comment: 21-jan-2016: since no faults were found on the returned device novopen 4 and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus (B)(4). Linked to case (B)(4). Reporter comment: the primary reporter stated that event was not due to therapy that patient was using, but it happened because of diabetes mellitus. Evaluation summary name: novopen 4, batch number: dug1086. (B)(4): visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing, it was possible to deliver preparation from the cartridge. A batch trend report has been created. Nothing abnormal was found. (B)(4): visual and functional examinations were performed. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, clogging of the needle may occur. Also, priming to expel air must always be performed before each injection, as stated in the package leaflet. During test of the device, it has not been possible to detect any irregularities.